Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump would rewind unexpectedly on occasion. It was reported that the patient would disconnect, reboot, and that would stop the rewind. Reportedly, this had been happening since 2012 and it had not affect insulin deliveries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.